Event description:
It was reported that during embolization of an external carotid artery (eca) arteriovenous fistula, the physician encountered resistance when placing subject guidewire inside the arteriovenous fistula due to tortuous eca. The physician rotated the subject guidewire slightly and was placed into the arteriovenous fistula. When the physician tried to withdraw the guidewire, the tip of the guidewire was found fractured. The physician withdrew the guidewire and the microcatheter together and both were replaced to complete the procedure. There were no clinical consequences to the patient. No other information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the returned synchro guidewire and a ev3 echelon-10 catheter ( non-stryker) were examined. The guidewire was found separated at approximately 191.5 cm from its proximal end. The guidewire nitinol and core wire were also separated. The core wire was protruding through the nitinol visible through proximal separated sections. The platinum coil was stretched and separated. The core wire was examined under magnification. From the condition of the nitinol fracture site and core wire it appears to be separated due to excessive torque. The guidewire ptfe coating was scrapped on several places between approximately 31.0cm to 40.0cm from its proximal end. Functional testing was performed on the returned ev3 echelon-10 catheter. The catheter was flushed, and .014" mandrel was introduced through the catheter proximal end. The mandrel could not be advanced. The catheter was then cut just distal to the hub and a piece (2.0mm) of guidewire was found blocking the catheter proximal. The piece of guidewire was removed out of the echelon catheter. The piece of guidewire appeared to be the distal separated section of the guidewire. Based on the information provided, continuous flush was maintained throughout the procedure; however, it was reported that the patient¿s anatomy was tortuous which caused resistance when advancing the guidewire. An assignable cause of procedural factors was assigned to the reported guidewire friction and break and to the analyzed guidewire distal tip stretch limiting the performance of the device during the procedure. During investigation the guidewire ptfe coating was found to be scraped on several places. The device directions for use (dfu) cautions the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". While there are signs of ptfe damage due to insecure tightening of the torque device. The torque device was not returned for further analysis and a definitive cause could not be determined. Therefore, an assignable cause of undeterminable was assigned to the as reported guidewire ptfe coating peeling.

Event description:
It was reported that during embolization of an external carotid artery (eca) arteriovenous fistula, the physician encountered resistance when placing subject guidewire inside the arteriovenous fistula due to tortuous eca. The physician rotated the subject guidewire slightly and was placed into the arteriovenous fistula. When the physician tried to withdraw the guidewire, the tip of the guidewire was found fractured. The physician withdrew the guidewire and the microcatheter together and both were replaced to complete the procedure. There were no clinical consequences to the patient. No other information was provided.